Event description:
Additional information was received from the patient. They reported that by "device not working" they were referring to "I called because I really didn't know how to work the device properly." The cause of the device not working was determined and the likely cause was noted by the patient to be "the device was working" and the steps taken were "did what I was told be customer service." The issue was reported as being resolved. The patient clarified the statement of "have not gone to the bathroom since implant" as meaning "was just checking in. I was under the idea that someone from your company would check on me and that didn't happen." The patient noted that the cause of the application asking for a password was unknown and noted "no issue - just checking on use of device." The patient reported this issue has been resolved. The patient also noted the issue of "electrifying" sensation coming from the incision area was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they are unsure if the device is working and they do not know how to use their equipment and it is asking them for a password. The caller added that they are very sore still from the surgery and did not get any pain meds and when they were trying to drive, it felt painful and electrifying from the incision area. Agent helped caller connect with ins. The caller had difficulty placing the communicator due to problems with their shoulder. They were able to get their husband to assist. Caller was able to connect to the implant and increase the stim by .1, it was initially high when it was bumped up but then it was ok and the caller wanted to leave it there. Inquired about symptoms and caller reported they are implanted for frequency and leakage, but they have not gone to the bathroom since implant, but they also have not eaten any fruit. The caller will call back if further assistance is needed. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable.